Event description:
Consumer reports using plink meter since september and currently had an accuracy issue (erratic). Analysis run on clark error grid using mean avg. Reading (52) as ref. Point vs. Bd reading 81 yielded data points in the d range of the grid, outside of acceptable limits.